Manufacturer narrative:
Device is a combination product. Promus element plus,mr,ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent were noted to be lifted and pulled in all directions. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-feb-2020. It was reported that difficulty crossing a placed stent was encountered. The 80% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. Following dilatation with a 3.5x20 nc balloon, a 2.50x24mm promus element plus drug-eluting stent was advanced, but would not pass through the implanted stent. The device was removed and the procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.